Event description:
The dr reported that he gave the pt an inferior alveolar block injection. Upon withdrawing the syringe, the cannula separated from the hub and was imbedded in the pt's gum. About 1 inch of the needle remained above the gum line and the dr reported that he used cotton plyers to retrieve the needle without incident. There were no adverse affects to the pt.